Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use, air was found in the sheath, it was replaced with a new introducer sheath, and the procedure was completed successfully. Information regarding of if any fluid leak occurred, or when in the procedure air was seen in the sheath is unavailable. Location of where the bubbles were observed or if they were observed in the patient is unavailable too. The device deficiency was not associated with any serious adverse event and does not indicate any serious safety risk. Therefore, no patient complications were noted during the occurrence of the device deficiency. The new device used was of the same model, with the model number m004pf21m402. The device with device deficiency, was not returned to the manufacturer.